Event description:
It was reported that the device was used during a gastric bypass. The clips did not form, ejecting from jaws. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. The jaws were noted to be over twisted. However, a corrective action has been initiated for the dropping or ejecting clips issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.